Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer daughter states that her mother feels is stable and requires no medical attention. The customer's daughter states her mother is a critically ill patient in hospice. The customer's expected blood results are 180-200mg/dl fasting. Verified the strips expired 4/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 537mg/dl and 505mg/dl fasting. Reviewed meter memory (B)(6). According to ms. (B)(6) customer was confused with clammy skin and screaming " help me, help me " and 911 was called. Upon arrival of paramedics customer's blood glucose levels with their meter was 169 mg /dl , customer was not taken to the hospital and no medication by paramedics was administered as per daughter (B)(6). Before paramedics left customers' house her blood glucose levels using the true track meter were 543 mg /dl . Customer using via lot# rr4538 but the last strip was used yesterday and container was disposed of. Ms. (B)(6) obtained a new vial today lot # rr4554 and the meter provided readings of 547 mg/dl today (B)(6) 2015 at 02:05 pm.